Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was 96 mg/dl. Troubleshooting was performed. The time and date were correct. The bolus history matched the daily totals. A fixed prime test was performed and the insulin exited, but the high pressure test failed. No further info was provided.